Event description:
It was reported that there were undesired changes in gait on the date of report. It was unknown if the implantable neurostimulator (ins) was on or off as the patient was in the emergency room (ER) and the patient's programmer (pp) could not be located. Limited troubleshooting was possible as there was no access to a pp or physician's programmer. The reporter was redirected to call the patient's health care professional (hcp). The reporter had a page into the on-call neurologist. The patient's managing hcp was unknown at the time of report as the patient's card indicated a follow-up physician who had moved to new york (ny). The reporter was also advised to call the manufacturer's national answering service to page the local manufacturer's representative. Device registry records for the patient indicated that two inss were implanted at the time of report; thus, it was not clear if one or both inss were involved in the event. A report has been submitted for both devices, refer to manufacturer report # 3004209178-2012-09160.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 3389s-40, lot# v210850, product type lead; product ID 3389s-40, lot# v234704, implanted: (B)(6) 2009, product type lead. (B)(4).